Event description:
It was reported that the insulin gauge was inaccurate. Customer will load a new cartridge on their own and call back if issue persists. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.